Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. Three units were received sealed. There was no damage to the articulation knobs or joints for all five units. Functional testing showed all five units articulate properly. There were no visual or functional abnormalities observed with the sealed units and reloads. The two units returned opened had disrupted instrument timing. The reloads had disrupted timing but there was no damage to the inner tubes. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to excessive manipulation being applied to the device and sulu during clinical application. Excessive force applied to the unit can disrupt the instrument timing. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair the device was difficult to articulate, both 2 devices that were used acted in the same way: normal to load, but difficult to articulate, and after placement of a few tacks failed the articulating function: it was no longer steady but moved spontaneously from one side to another. Furthermore did the tacks no longer penetrate into the muscle but turned into the mesh, and by retracting the device, the mesh was torn out of the tissue. A few tacks fell out but were recuperated. There was no patient injury.